Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection had occurred. It was reported that a dissection had occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20 x 2.75 mm, concentric, de novo, target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). While the physician was placing a 12 x 2.5 promus premier drug-eluting stent in the proximal lad, a vessel dissection was observed. The physician treated the dissection with placement of a 2.75 x 20 promus premier drug-eluting stent. The patient was stable and responding well.